Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying durata products that may be related to a malfunction including lead fracture. Specific patient information is documented as unknown. Details are listed in the attached article, titled ¿long-term performance and lead failure analysis of the durata defibrillation lead compared to its previous model, the recalled riata defibrillation lead.¿